Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified peroneal artery a 2.0 x 100 mm fox sv balloon dilatation catheter (bdc) was successfully inflated and deflated for treatment of the lesion. The bdc was to remain in place and the connect 250t guide wire was to be retracted, however, resistance was met and the guide wire could not be moved. The two devices were removed from the anatomy as a system without reported incident. A non-abbott guide wire and non-abbott bdc were used for post-dilatation of the target lesion with a good final patient outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: boston scientific v18; connect; sheath: 5 f terumo radiofocus. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.